Manufacturer narrative:
G3, h2, h3 and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source updated.

Event description:
It was reported that during a tka, the gii c/r art ins sz 1-2 11mm was not locking properly. The insert was removed and a new insert was opened but that insert also not locking properly. Procedure finished with backup device. Delay greater than 30 minutes.